Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had pump error alarms and stuck button alarm. Blood glucose value was 25 mmol/l at the time of the call and treated with insulin pump. During troubleshooting, there were pump error alarms and failed battery test in the history. The customer did not complete the troubleshooting as the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected pump error 4, 15 noted during testing or in the pump trace download file. All buttons functioning properly. No damage in the keypad assembly noted. The connector on the electrical board was inspected and properly connected. Unit received with cracked retainer, minor scratched display window, missing serial number label, cracked case at battery tube side and scratched case.